Event description:
During troubleshooting of a check heater line alarm that appeared on the homechoice (hc) display during fill 1, the home patient (hp)'s caregiver (cg) reported that they had replaced cassette and the supply bags were reused. The technical service representative (tsr) advised the cg to re-setup again using new cassette / bags, so not to acquire infection or air from reusing the supplies again. The cg would reset up again using new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4), this complaint was confirmed, since the care giver reported reusing the same solution bags with a new cassette. A cause was undetermined, since it is unknown why the patient decided to reuse the solution bags during therapy with a new cassette. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.